Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged during left ventricular (lv) lead placement. It was also reported that while repositioning the ra lead, it became difficult to extend and retract the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).